Event description:
The device evaluation identified damaged dso seal was detached. There was no patient involvement.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint of ¿the hinge was loose, and the latch cannot be locked¿ was confirmed through latch lock test. Visual and functional testing was performed. Upon further investigation, it was found the dso seal was detached. The dso seal was replaced. The device passed all functional testing after repairs. Review of event log found no relevant information. Review of service history found no service within the last 12 months. The probable cause of the reported problem damaged latch lock mechanism.